Manufacturer narrative:
Date of event: 2007. The first influence of the trocar sleeve indicated that the parts are in good condition without any signs of improper use or mishandling by the operator. The trocar sleeve 8906.052, lot# 947450 was produced in january 2003. This type of sleeve is enclosed in our sales program since october 2001. Till now, a lot of trocar sleeves with this design were sold worldwide. The trocar sleeve was investigated by our experts very extensively, but any reason for the damage is definitive not understandable. The trocar sleeve consists of three different components. An outer tube, an inner tube and a mounting part. All parts had glue on the surface, but nevertheless the connection came loose. The glue to assemble the trocar sleeve is being used for several thousand instruments because of it's excellent quality featuring high temperature resistance and outstanding chemical resistance. The adhesive on the trocar sleeve is a dependable production process over several yrs now. The conclusion of the eval is that there is no suspicion about a systematic error or production fault. On january 29, 2008 richard wolf medical instruments rec'd a medwatch report from corporate headquarters of r. Wolf in regards to a prod problem that occurred in another country. Richard wolf medical instruments is notifying the u.s. District of occurrence. Per richard wolf, this is their investigation and eval: the trocar sleeve consists of three different components. There is an outer tube, inner tube, and a mounting part. The trocar sleeve was investigated at r. Wolf and there were no signs of improper use or mishandling by the operator. All of the parts had glue on the surface; however, the connection came loose. The glue that is used to assemble the trocar sleeve is used in several thousand richard wolf instruments. The glue has an excellent quality feature for high temp resistance and chemical resistance. This trocar sleeve had been in our sales program since october 2001. Richard wolf has sold a lot of torcar sleeves worldwide with this design. Trocar sleeve quantity on baseline report is for us distribution only. No mfg is done in the us. Conclusion: no suspect of systematic error or mfg production fault.